Event description:
It was reported by the getinge field safety technician (fst) that during preventive maintenance (pm) the cs100 intra-aortic balloon pump (iabp) the helium cylinder valve knob was missing. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated section - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Getinge field service engineer (fse) recommended replacement of the missing helium cylinder valve knob. The offer was accepted and the knob was sent to the hospital. The hospital did not get back to me with any query/problem.